Manufacturer narrative:
(B)(4). Date sent: 1/3/2024. D4: batch # x7029g. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: "please provide more details about statement ¿a part of the applier broke off¿ did the jaws were broken? Did the shaft was broken? Did the handle was broken? If other, please specify. Will all pieces be returned with the device? If no, were they discarded?" Investigation summary. The product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was received with one jaw broken at bifurcation and inside a plastic bag. The device was disassembled and evidence of corrosion was found throughout the broken area. 5 remaining clips were found on the clip track. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. The reported complaint was confirmed. In addition, in order to avoid this kind of issues please do not reuse, reprocess or re sterilize device. Reuse, reprocessing or re sterilization may compromise the structural integrity of the device and/or lead to device failure that in turn may result in patient injury, illness or death. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch and lot number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic cholecystectomy, when fired the last clip, a part of the applier broke off into the pts. Abdomen. There was no patient harm and they did find the broken piece. The only extra thing they did was take an x-ray to try and find the piece.